Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), transfusion ("transfusion after surgery") and tooth repair ("2 fillings") and experienced constipation ("constipation") and gingival swelling ("swollen gums"). The patient was treated with surgery (unknown surgery was performed to remove essure). Essure was removed. At the time of the report, the medical device removal, constipation and tooth repair outcome was unknown. The reporter considered constipation, gingival swelling, medical device removal, tooth repair and transfusion to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, constipation, transfusion, gingival swelling and tooth repair. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), transfusion ("transfusion after surgery") and tooth repair ("2 fillings") and experienced constipation ("constipation") and gingival swelling ("swollen gums"). The patient was treated with surgery (unknown surgery was performed to remove essure). Essure was removed. At the time of the report, the medical device removal, constipation and tooth repair outcome was unknown. The reporter considered constipation, gingival swelling, medical device removal, tooth repair and transfusion to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, constipation, transfusion, gingival swelling and tooth repair. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.